Manufacturer narrative:
One embolectomy catheter was received inside a broken shipping tube. The catheter also was returned with the outer cardboard box. The evaluation included visual examination, and note any observed abnormalities such as damaged, incorrect or missing components. The balloon and balloon windings were visually inspected for indication of damage or abnormality and there was no damage found. The catheter was received in a broken and bent shipping tube. The tube was broken 28.5cm proximal of the distal tip of the gray shipping tube. The shrink seals was still attached, one at the clear adaptor cap and the other around the IFU. The balloon and windings were found to be in good condition. The outer cardboard box is bent and crushed at the same locations as the damaged catheter gray tube. Although we have confirmed a product nonconformance exists, there was no evidence of a manufacturing nonconformance found during the evaluation. These types of complaints are currently being investigated to determine the root cause. A device history record review was completed and documented that the device met specification upon distribution.

Event description:
It was reported that the box appeared bent/creased. When the catheter was removed from the box the tube was broken in one place and bent in another spot. It was indicated that the tube was wrapped in bubble wrap. There were no patient complications.